Event description:
It was reported that high pacing thresholds were exhibited with the left ventricular (lv) lead. The lv lead was programmed off, and later was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Capture threshold elevated above 2.5 volts. (B)(4).